Event description:
Doctor reported that no osseointegration was achieved after placement of osteograf d-300 bone grafting material at the time of implant placement; the implant was subgingival for approximately thirteen months prior to loss. As a result, another surgical procedure was necessary to achieve the desired results and preclude permanent damage to a body structure that would not be trivial.